Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: (B)(6) - bcid2 positive for staphylococcus epidermidis and candida tropicalis (original false positive) patient sample. Did erroneous results occur? Y. If yes¿detailed erroneous results (include # of errors and type): (B)(6)- bcid2 positive for staphylococcus epidermidis and candida tropicalis (original false positive) patient sample. Total quantity of product showing defect: 2. Was this issue involving ppatient or non-patient samples (qc, validation testing or proficiency samples)? Patient sample. Customer reports bactec 442021_3102605 contaminated with c.tropicalis.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: july 19 - bcid2 positive for staphylococcus epidermidis and candida tropicalis (original false positive) patient sample. Did erroneous results occur? Y. If yes, detailed erroneous results (include # of errors and type): july 19 - bcid2 positive for staphylococcus epidermidis and candida tropicalis (original false positive) patient sample. Total quantity of product showing defect: 2 was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? Patient sample. Customer reports bactec 442021_3102605 contaminated with c.tropicalis.

Manufacturer narrative:
D10: device available for eval: yes. D10: returned to manufacturer on: 15-aug-2023. H.6 investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention/returned samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use.